Event description:
The healthcare professional reported that during a thrombectomy procedure, while unfolding the 5mm x 33mm embotrap ii revascularization device (et007533 / 22f069av), the device ¿rolled up and folded.¿ the physician decided not to continue using the device. While checking on the stent component of the device, it was noticed that a part has detached. A second embotrap device was used with a new microcatheter (unspecified brand) to complete the procedure without risks. There was no report of any negative patient impact.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone and email address are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of the manufacturing documentation associated with this lot (22f069av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformities related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a thrombectomy procedure, while unfolding the 5mm x 33mm embotrap ii revascularization device (et007533 / 22f069av), the device ¿rolled up and folded.¿ the physician decided not to continue using the device. While checking on the stent component of the device, it was noticed that a part has detached. A second embotrap device was used with a new microcatheter (unspecified brand) to complete the procedure without risks. There was no report of any negative patient impact. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this complaint file will be updated accordingly. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: the initial examination of the returned embotrap device showed no evidence of damage or deformation. The visual inspection also indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The returned embotrap device was successfully passed through a 0.0195 inch inner diameter (ID) tube, confirming that the profile conformed to the specification for compatibility with 0.021-inch microcatheters. The polytetrafluoroethylene (ptfe) insertion tool was dimensionally inspected and found to be within specification for the inner and outer diameter. Device insertion and delivery assessments were performed using the returned embotrap device and sample 0.021-inch microcatheter. The returned embotrap device was successfully delivered through a prowler select plus, headway 21 and trak 21 microcatheter without any issue. Investigation conclusion: the returned embotrap device shows no evidence of damage or deformation. The complaint event description reported that the device ¿rolled up and folded¿ and that ¿it also was noted that a part detached¿. The returned embotrap device shows no evidence of this description. The device appears intact, and not deformed. The complaint event therefore cannot be confirmed. It was described that the complaint event occurred ¿while unfolding the stent out of the microcatheter¿. The microcatheter used was not specified, therefore the returned embotrap device was delivered through three sample 0.021¿ microcatheters. The returned embotrap device delivered to the distal tip of all three sample microcatheters without any issue. Therefore this aspect of the complaint event was also not confirmed, as the returned embotrap device delivered successfully through various sample 0.021-inch microcatheters. A visual examination of the ancillary devices used during the complaint event was not possible as they were not returned for examination. There is no indication that this complaint was as a result of a defect with the embotrap device. A review of the manufacturing documentation associated with this lot (22f069av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab 09-jan-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.